Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral breast cysts and pain in the left breast. The patient then underwent a tissue biopsy of her left breast, which resulted in benign findings. Magnetic resonance imaging identified a rupture of the patient¿s right prosthesis as well as implant site calcification of the right breast. As a result, the patient underwent removal and replacement with 375cc mentor memorygel breast implants on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-09061 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast cyst, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2023, mentor received the device for evaluation. On august 23, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information. The patient's prostheses were replaced with 375cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).